Event description:
Reporting status: malfunction, reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the graftmaster 3.0 x 12 mm was going to be used to seal a perforation; however, the stent fell off during prep. Attempts were made with two additional graftmasters; however, both were unable to be delivered. The pt subsequently went for bypass surgery. No additional event or pt info is available.

Manufacturer narrative:
The other two graftmasters are being filed under MFR#'s 2024168-2008-00467 and 2024168-2008-00468.